Event description:
It was reported that a multifocal toric intraocular lens (iol) was explanted due to dissatisfaction with its performance. The lens was replaced with an enhance toric diu 150 +20.5. The patient expressed unhappiness with the lens, stating it did not feel effective. Additional information revealed that the patient's experienced starbursts from lights and pre-operative vision was 20/40, while post-operative vision improved to 20/30. The intended axis placement, as recommended by the calculator was 59 and the actual axis placement during surgery was 60. The post-operative axis observed was also 60. No further information is available.

Manufacturer narrative:
Section a5: unknown/ not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.